Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant procedure after inserting the outer sheath, a wire was set into the c315, and the dilator was not set before inserting it into the outer sheath. The guiding catheter was advanced to the ventricle using the wire. Negative pressure was applied, but blood could not be drawn, leading to the judgment that the catheter might be hitting something. The position was slightly adjusted, and negative pressure was applied again. At that point, blood leaked from the hole for lead insertion, and valve damage was confirmed. The guiding catheter was replaced. No patient complications have been reported as a result of this event.